Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident and current blood glucose was 218 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. The customer was treated with food. Product will be returned device for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.